Manufacturer narrative:
If further information becomes available a follow-up report will be submitted.

Event description:
Adhesive was applied to a 28 week gestational age neonate where the skin was reported to be very thin and "like tissue paper". The skin peeled back as the applicator passed over the wound and the patient had developed cellulitis.